Event description:
A report was received from the USA stating that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when event occurred. The date of the event was not reported.

Manufacturer narrative:
The user facility reported that the graphical user interface (gui) central processing unit (cpu) would be replaced. Covidien was not authorized to service device. Covidien reference: (B)(4).